Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The balloon was noted to be bunched in the proximal region. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks.

Event description:
It was reported that the blade damaged the sheath causing significant bleeding to the patient. An 8.00mm/2.0cm/90cm peripheral cutting balloon catheter was selected for fistula declot procedure. During removal, the balloon was fully deflated and was remove through the sheath, but difficulties were encountered. The blades damaged the sheath as well as the access site, causing significant bleeding to the patient. After the device was fully removed from the patient, there was no physical damage found to the balloon. The physician tied a purse string suture to control the bleeding and completed the procedure successfully. No further complications were reported, and the patient was fully recovered.